Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell and suffered a periprosthetic fracture. Patient had a bipolar hip with an accolade stem. All devices were stable and none were explanted. Surgeon implanted a trochanteric grip plate and 3 cables to secure fracture.